Event description:
It was reported that blood leakage was observed from the thermistor connector. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed dry blood that was evident inside the thermistor connector and the thermistor lumen. A slit, about .11 inches long, was found at distal end of the thermal filament. The slit entered the thermistor lumen. It was apparent that blood leaked into thermistor lumen through the slit and traveled up to the thermistor connector. A CAPA is in process for catheter body slit related to blood leakage at the thermistor connector.